Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair, seven (7) tendon anchors broke when trying to retrieve them from the puck it comes in and the regeneten procedure had to be abandoned. The devices did not break inside the patient. The procedure was completed using a back up device instead. There was a significant surgical delay of more than 30 minutes, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the staple material specifications found that a material certificate of analysis from each raw material supplier is required. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.